Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings: the pump data from the time of the event was overwritten due to continued patient use of the pump. A review of the available total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be discolored and the battery compartment was found to be cracked below the bumper pad.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient experienced blood glucose levels up to 33mmol/l with nausea. The site was reviewed and the reporter confirmed no issue with the site. The pump total daily dose history was reviewed and confirmed that total daily delivery corrected equaled the basal and bolus. The bolus history was reviewed and the reporter confirmed that all boluses were delivered as intended. The reporter confirmed that all of the pump basal rates were programmed as desired. The reporter was unsure of the advanced features due to recent changes made but the reporter was unsure what was changed. The reporter confirmed that the patient did not have any illness or changes in activity. Customer support advised the reported that troubleshooting indicated that the pump appeared to be delivering correctly. This report is made based on the allegation that the patient experienced hyperglycemia related to an allegation that the pump may not have been delivering correctly.